Event description:
Customer's husband called in to report that the insulin pump alarmed for button error. Blood glucose reading at the time was 123 mg/dl. Advised that the insulin pump will need to be replaced. The insulin pump was a gift and the serial number was not linked to it. Transferred to customer support center. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.